Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed a non sustained right ventricular oversensing alert due to post-paced t-wave oversensing on their implantable cardioverter defibrillator (ICD). No programming changes or intervention were reported. There were no patient consequences.